Event description:
The patient reported that the last time they felt stimulation was a couple of months ago. There was poor communication on the programmer and was not able to communicate with the recharger. It was unknown when the last successful recharger session was done. The event date was noted to be (B)(6) 2016. Other relevant medical history includes spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.